Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticmo13.2 implantable collamer lens, -12.50/+3.5/093 (sphere/cylinder/axis), within the same surgery due to excessive vaulting. The lens was replaced with another same model/length lens (implanted vertically) and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4)